Event description:
A non-healthcare professional reported that, before intraocular lens (iol) implantation, a scratch was observed on the lens optics. Additional information has been requested and received by stating there was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).